Manufacturer narrative:
On (B)(6) 2017 the patient matched department performed a review of the planning process and commented as follows: our analysis of this case found no errors in the planning process. On 17 march 2017 the medical affairs performed a clinical evaluation and commented as follows: the components of this tkr look correctly oriented but the femoral one is posteriorly shifted. The distal cut was made using psi, which also guides the parallel pins for the 4-in-1 cutting block. Anterior notching of the femur took place. The reason cannot be determined by clinical analysis; it must be verified by the individual instrument verification. The most likely condition is that the distal cut was made with a slight tilt compared to the planned plane, and this resulted in anterior notching when the 4-in-1 was applied. The clinical consequence cannot be foreseen: the femur was weakened, but it is very possible that no adverse events will ever be recorded. Batch review performed on 27 march 2017. Lot 47343k: (B)(4) items manufactured and released on 13 january 2017. Expiration date: 2017-07-05. No anomalies found related to the problem. To date, this is the only event reported on items of the subject lot. Not available.

Event description:
The 4-in-1 cutting block was placed over the pins that were drilled using the myknee cutting block. The anterior cortex of the knee was notched during surgery. The surgery was completed successfully. X-rays are available.